Manufacturer narrative:
D10 concomitant product: unknown - polys, unknown polysorb suture, (lot #unknown) unknown - polys, unknown polysorb suture, (lot #unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, four to eight weeks following an open procedure wherein three sutures were used to close the superficial wound towards the end, the patient had an issue with wound healing due to the wound pulling apart. The surgeon provided the patient with a honey-type ointment to help with wound healing.